Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain lower ("severe lower abdominal pain ; pain"), menorrhagia ("prolonged menses ; abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dyspareunia ("painful intercourse") and dysmenorrhoea ("severe menstrual pain") in a 28-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, cholecystectomy in 2005, low back pain, breast reduction in 2009, c-section, recurrent urinary tract infection, foot pain, flank pain, postpartum state (at time of esusre insertion), miscarriage, thyroid disorder and insomnia. Previously administered products included for an unreported indication: metformin, motrin, oral contraceptive, zyrtec and singulair. Concurrent conditions included polycystic ovarian syndrome since 2006. Family history included cancer and hypertension. Concomitant products included loratadine, pseudoephedrine sulfate (claritin-d allergy), metformin and montelukast (singulair). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), pelvic pain ("pelvic area pain") and headache ("head pain"). The patient was treated with ibuprofen, co-trimoxazole (bactrim), oral contraceptive nos, surgery (total laparoscopy hysterectomy), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, back pain, menstrual disorder, migraine, alopecia, vaginal discharge, urinary tract infection, female sexual dysfunction, allergy to metals, fatigue, weight increased and pelvic pain had resolved and the headache was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insertion, 3 to 4 coils are seen on the right side and about 1 to 2 coils on the left side. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. During removal surgery, the patient was noted to have significant adhesions in the tubo-ovarian complex to the pelvic brim bilaterally with associated endometriosis. She had bladder flap adhesions from previous cesarean section. Lysis of adhesions was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed fallopian tubes were fully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, dyspareunia, dysmenorrhea, pelvic pain, irregular periods and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain; pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses; abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), device dislocation ("migration of essure device"), allergy to metals ("nickel allergy") and weight increased ("weight gain") in a 28-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, cholecystectomy in 2005, low back pain, breast reduction in 2009, c-section, recurrent urinary tract infection, foot pain, flank pain, postpartum state (at time of essure insertion), miscarriage, thyroid disorder and insomnia. Previously administered products included for an unreported indication: oral contraceptive, metformin, zyrtec, singulair and motrin. Concurrent conditions included polycystic ovarian syndrome since 2006. Family history included cancer and hypertension. Concomitant products included loratadine, pseudoephedrine sulfate (claritin-d allergy), metformin and montelukast (singulair). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced dysmenorrhoea, menorrhagia, dyspareunia, vaginal haemorrhage and allergy to metals (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant), alopecia (seriousness criterion medically significant), female sexual dysfunction (seriousness criterion medically significant), fatigue ("fatigue") and weight increased (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge") and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), pelvic pain ("pelvic area pain") and headache ("head pain"). The patient was treated with ibuprofen, co-trimoxazole (bactrim), oral contraceptive nos, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy), surgery (laparoscopy hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, menstrual disorder, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, device dislocation, allergy to metals, fatigue, weight increased and pelvic pain had resolved and the headache was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insertion, 3 to 4 coils are seen on the right side and about 1 to 2 coils on the left side. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. During removal surgery, the patient was noted to have significant adhesions in the tubo-ovarian complex to the pelvic brim bilaterally with associated endometriosis. She had bladder flap adhesions from previous cesarean section. Lysis of adhesions was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed fallopian tubes were fully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, dyspareunia, dysmenorrhea, pelvic pain, irregular periods and menorrhagia. Most recent follow-up information incorporated above includes: on 6-apr-2018: plaintiff fact sheet received. Outcome of event headache updated to recovering resolving and events abnormal vaginal bleeding, urinary tract infection, apareunia, migration of essure device, nickel allergy, fatigue, weight gain, pelvic area pain was updated to recovered to resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain lower ("severe lower abdominal pain ; pain"), menorrhagia ("prolonged menses ; abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("severe menstrual pain") in a 28-year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, cholecystectomy in 2005, low back pain, breast reduction in 2009, c-section, recurrent urinary tract infection, foot pain, flank pain, postpartum state (at time of essure insertion), miscarriage, thyroid disorder and insomnia. Previously administered products included for an unreported indication: metformin, motrin, oral contraceptive, zyrtec and singulair. Concurrent conditions included polycystic ovarian syndrome since 2006. Family history included cancer and hypertension. Concomitant products included loratadine, pseudoephedrine sulfate (claritin-d allergy), metformin and montelukast (singulair). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), alopecia ("hair loss"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain") and headache ("head pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), pelvic pain ("pelvic area pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, co-trimoxazole (bactrim), oral contraceptive nos, surgery (underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, back pain, menstrual disorder, migraine, alopecia, vaginal discharge, urinary tract infection, female sexual dysfunction, allergy to metals, fatigue, weight increased, pelvic pain and abdominal pain had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insertion, 3 to 4 coils are seen on the right side and about 1 to 2 coils on the left side. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. During removal surgery, the patient was noted to have significant adhesions in the tubo-ovarian complex to the pelvic brim bilaterally with associated endometriosis. She had bladder flap adhesions from previous cesarean section. Lysis of adhesions was done. Loss weight after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed fallopian tubes were fully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, dyspareunia, dysmenorrhea, pelvic pain, irregular periods and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Reporter's information added. Unstructured data was added. Added event abdominal pain. Updated outcome of event(abdominal pain). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain ; pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses ; abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), device dislocation ("migration of essure device"), allergy to metals ("nickel allergy") and weight increased ("weight gain") in a (B)(6) year-old female patient who had essure (batch no. 925776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, cholecystectomy in 2005, low back pain, breast reduction in 2009, c-section, uti, foot pain, flank pain, postpartum state (at time of esusre insertion), miscarriage, thyroid disorder and insomnia. Previously administered products included for an unreported indication: metformin, motrin, oral contraceptive, zyrtec and singulair. Concurrent conditions included polycystic ovarian syndrome since 2006. Family history included cancer and hypertension. Concomitant products included loratadine, pseudoephedrine sulfate (claritin-d allergy), metformin and montelukast (singulair). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 10 days after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant), alopecia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant). On (B)(6) 2014 the patient experienced vaginal discharge ("irregular vaginal discharge") and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), pelvic pain ("pelvic area pain") and headache ("head pain"). The patient was treated with ibuprofen, co-trimoxazole (bactrim), oral contraceptive nos and surgery (underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, menstrual disorder, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge and weight increased had resolved and the vaginal haemorrhage, urinary tract infection, female sexual dysfunction, device dislocation, allergy to metals, fatigue, pelvic pain and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after insetion, 3 to 4 coils are seen on the right side and about 1 to 2 coils on the left side. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. During removal surgery, the patient was noted to have significant adhesions in the tubo-ovarian complex to the pelvic brim bilaterally with associated endometriosis. She had bladder flap adhesions from previous cesarean section. Lysis of adhesions was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed fallopian tubes were fully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraines, dyspareunia, dysmenorrhea, pelvic pain, irregular periods and menorrhagia. Most recent follow-up information incorporated above includes: on 12-feb-2018: events (abnormal vaginal bleeding, urinary tract infection, apareunia, migration of essure device, nickel allergy, fatigue, weight gain, head pain, pelvic atrea pain), historical condition, concomitante medication, treatment drugs and lot number (925776) added from pfs and medical records. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, menstrual disorder, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed fallopian tubes were fully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.